Event description:
It was reported that this lead exhibited shock impedance out of range. Rhythmcare mentioned the historical impedance measurements vary between 78 and 121 ohms. The presenting electrogram (egm) shows normal device function. Further in-office review was recommended. The lead remains in service. No adverse patient effects were reported.